Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and drive gas check valve were replaced. The unit was returned to service. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.